Manufacturer narrative:
No conclusion code available; failure event observed during analysis. External insulation abrasion was noted, consistent with lead friction to another device or feature of the heart. The optim sheath was abraded but the silicone insulation was intact at this location. Internal insulation abrasions were noted under the rv shock coil. The re lumen was breached at multiple locations and one cable¿s etfe insulation was abraded. The lead body was found to be compressed with abrasions to the ptfe liner exposing the inner coil and abrading the re, rv, and inner lumens. This compression region is consistent with clavicular crush forces.

Event description:
This report is to advise of an event observed during analysis.